Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation use. During the procedure, the hemostatic valve was leaking gas. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received. E1 initial reporter phone: (B)(6).